Manufacturer narrative:
Final MDR: the testing was performed purely for surveillance type study by the cdc. No further action is needed from hologic.

Event description:
Initial and final report. On december 14, 2020, hologic scientific affairs was notified of two CT variants that were found as part of a research study that cdc was performing in collaboration with labcorp and facilitated by hologic. For this study, the cdc received a selected set of samples from labcorp - namely, n=50 specimens (tested with the ac2 assay between december 2019 - february 2020) with CT-negative or CT-equivocal results (rlu signal (x 1,000) greater than/equal to 15-99). One purpose of the cdc study was to explore the presence of CT 23s variants in the united states. The cdc identified two CT variants in this study. One of the sequences carried the g1526a mutation, which was a previously identified CT variant. Note: this variant was previously reported to FDA in june 2019 and march 2020. The other sequence carried a a1518g mutation, which is a novel CT variant. A1518g is a new variant not identified in any sample before. This MDR is to report the 2nd variant. There is no indication that the product is not performing as intended or is malfunctioning. The guidelines for medical device reporting (21 cfr part 803 MDR) were reviewed from the FDA website. Beginning in 2019, CT variants were identified that contain a mutation in the ac2 assay CT target sequence. As a result, hologic communicated with the FDA regarding the presence of these CT variants. In this event, the cdc study is a surveillance study that does not impact patient results/treatments as the samples were remnant samples obtained from labcorp. The new variant identified in the study, a1518g, is a novel variant that may impact assay performance. Several recent publications have demonstrated comparable performance of the ac2 assay with other manufacturers' assays. Risk assessment was performed by hologic and determined that probability of occurrence of harm is remote due to mitigations such as publicly available manuscripts describing CT variants in europe, and ac2 package insert instructions. Overall, there are only five known CT variant samples that had a mutation in the rrna region utilized in the ac2 assay in united states. For perspective on potential prevalence, hologic has sold over 93,000,000 ac2 tests in the united states since october 2018.